Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0316063v, implanted: (B)(6) 2003, product type: lead. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient's wires were not removed as the implanting healthcare provider (hcp) stated that if they were removed that the patient would be paralyzed. The same hcp stated if they have pain from the leads that they would need to find a way to deal with it. The patient recently reported that they had difficulty moving and getting out of bed one morning, that the outside of their left leg was numb, and they had severe pain in the back. The patient went to the emergency room and was administered pain medication and muscle relaxers. The patient also mentioned being shocked when walking through the security device at (B)(6). The patient was directed to contact their current pain hcp for evaluation and medical direction. It was also reported that the patient had intermittent swelling at the lead site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.